Manufacturer narrative:
The investigation revealed that there was no system malfunction. The pre-operative merge can be impacted by factors such as quality of the pre-operative CT, quality of the fluoroscopic images and unique patient anatomy. However, this case reported that after over 30 minutes, the user was able to get a successful merge and place screws with no issue. Ultimately, this case was completed with no reported adverse effects to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, a robotic error took over 40 minutes to resolve with the patient under additional anesthesia.